Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). The vest® airway clearance system instructions for use (IFU) documents several warnings for the users to help prevent injury and/or equipment damage. The following warnings should be obeyed: if this product has a damaged power cord or plug, is not working properly, or has been dropped or damaged, do not operate it. For examination and repair, contact hill-rom. A replacement power cord was shipped to the customer to resolve the reported event. Based on this information; no further action is required.